Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the space is low. After reviewing the log file, fse found that the image disk is full. Fse replaced the ippc. After the replacement of the ippc, the system returned to use in good working order. The defective part was returned for analysis, and it confirmed that power supply and psu were defective. The codes were updated based on the investigation outcome.